Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of two devices had holes resulting in sample leakage and the tubing of five devices had foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-apr-2026 investigation summary bd received six samples and 14 photos for investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for damaged and foreign matter(fm) with the incident lot was observed. Additionally, 10 retained samples were visually inspected; however, no damaged tubing or fm were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: damaged and foreign matter. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection e.1. Initial reporter facility name: (B)(6) investigation summary: bd received six samples and 14 photos for investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for damaged and foreign matter with the incident lot was observed. Additionally, 10 retained samples were visually inspected; however, no damaged tubing or fm were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: damaged and foreign matter. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of two devices had holes resulting in sample leakage and the tubing of five devices had foreign matter. No adverse impact was reported regarding the patient or user.